Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one MRI powerport isp implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted to the catheter. The distal end of the catheter was not returned. The edges of the circumferential break were noted to be uneven and have longitudinal splitting at the border of two regions. The surface was noted to be granular and rough in one region and round and smooth in the other. The catheter was elliptical in shape. The first image depicts the device has been inserted via the left internal jugular vein and was prior to fracture of the catheter and the second x-ray shows the port positioned similar to the first x-ray but the distal segment of catheter in the neck is not seen. The fractured part of the catheter presumably migrated to the right heart. The photo shows the distal end of the catheter segment attached to a tube with a syringe noted near the catheter segment. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified migration, catheter wear and deformation issues. However the investigation is inconclusive for the reported difficult to flush and suction issues as the exact circumstance at the time of event reported was unknown. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, four months and nineteen days post port placement via the right internal jugular vein for chemotherapy, the device allegedly couldn't had blood return. It was further reported that the infusion was difficult. Furthermore, the catheter was allegedly found to be broken near the internal jugular vein. Reportedly, the distal catheter segment and the port body were removed and replaced. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one MRI powerport isp implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted to the catheter. The distal end of the catheter was not returned. The edges of the circumferential break were noted to be uneven and have longitudinal splitting at the border of two regions. The surface was noted to be granular and rough in one region and round and smooth in the other. The catheter was elliptical in shape. The first image depicts the device has been inserted via the left internal jugular vein and was prior to fracture of the catheter and the second x-ray shows the port positioned similar to the first x-ray but the distal segment of catheter in the neck is not seen. The fractured part of the catheter presumably migrated to the right heart. The photo shows the distal end of the catheter segment attached to a tube with a syringe noted near the catheter segment. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified migration, catheter wear and deformation issues. However the investigation is inconclusive for the reported difficult to flush and suction issues as the exact circumstance at the time of event reported was unknown. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, four months and nineteen days post port placement via the right internal jugular vein for chemotherapy, the device allegedly couldn't had blood return. It was further reported that the infusion was difficult. Furthermore, the catheter was allegedly found to be broken near the internal jugular vein. Reportedly, the distal catheter segment and the port body were removed and replaced. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photo and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year four months and nineteen days post port placement via the right internal jugular vein for chemotherapy, the device allegedly had suction issue. It was further reported that the device was allegedly difficult to flush. Reportedly, the distal catheter segment and the port body were removed and replaced. There was no reported patient injury.